Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that eleven days after implant the physician found episodes with noise on a remote transmission from the implantable cardiac monitor. The patient indicated the device was out of the pocket. The device was explanted. No further patient complications have been reported as a result of this event.